Event description:
A review of service data detected a reportable event. During servicing, charger/modem (B)(4) was unable to power on. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. As received, the charger/modem was found to have defective components. The flash memory chips (components (B)(4) and (B)(4)) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse events resulted from the defective charger/ modem.